Event description:
Prostate biopsy device malfunctioned during procedure. Needle did not engage. We will only be sending faulty devices from one of our locations from now on. Despite our communication efforts and sending bd all of the information, they have returned investigation letters on events where we have coordinated the return of the product with letters saying the product was not made available with the exception of only a couple of the event. It is over-taxing to our sites and the efforts on bd have not been coordinated to investigate the devices. We have sent several letters back asking them to re-open the investigation, complete it with the device and return once complete to which they have agreed. Manufacturer response for disposable biopsy instrument, bard max-core disposable core biopsy instrument (per site reporter).